Event description:
Upon removing a meier guide wire from the protective hoop packaging it was separated into two piece. The event occured outside of the patient's body. The procedure was successfully completed with a different guidewire.